Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient&#38112;pocket site was irritated. The physician did not believe that there was an infection but is not sure. The patient will undergo a revision procedure wherein the pocket will be moved and scs system will possibly be replaced.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics and the physician wanted to take the old system out because of concern regarding an infection. The patient underwent a procedure wherein the ipg and lead were replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's pocket site was irritated. The physician did not believe that there was an infection but is not sure. The patient will undergo a revision procedure wherein the pocket will be moved and scs system will possibly be replaced.